Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection on a laparoscopic cholecystectomy, a part of the black sleeve closed to jaws of device and fell into the patient¿s cavity. They removed the part of the sleeve that fell to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection on a laparoscopic cholecystectomy, a part of the black sleeve closed to jaws of device and fell into the patient¿s cavity. They removed the part of the sleeve that fell using an endograsp to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.